Event description:
Event description cpi received information indicating this patient received inappropriate shocks from this implantable cardioverter defibrillator (ICD) shortly after it was implanted.